Event description:
Boston scientific crm received information that there has been constant noise on the atrial channel of this pacing system. Atrial impedance measurements have been stable at 450 ohms. P-wave measurements have decreased so, there has been some undersensing observed. The caller suspected a potential setscrew issue and a revision procedure will be performed.

Manufacturer narrative:
During the revision procedure after the atrial lead was removed from the device, all numbers were appropriate using a pacing system analyzer (psa). The lead was re-connected to the pacemaker and again, all numbers were good. Upon inspection, it was noted that the setscrew or possibly the lead may have had some debris on it. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.